Event description:
Caller reports that on (B)(6) 2007, she tested 105 mg/dl on the advantage system while incoherent. She was given juice to elevate her blood glucose. That same day in the evening, customer reportedly tested 87 mg/dl while incoherent on the advantage system. Customer was given juice and the paramedics were called. Customer tested 49 mg/dl on the paramedic's device and given glucose tube. Customer was transported to the hospital, however, treatment there was not provided. On (B)(6) 2007, customer reportedly obtained a result of 129 mg/dl while unresponsive. The paramedics were called and 25 minutes later, the customer tested 39 mg/dl on their device and was given a glucose IV. Customer was transported to the hospital, however, treatment there was not provided. Requested return of suspect system and replacement was sent.